Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results- there are no previous complaints of this code-batch. There are no units in our stock. We have received 2 closed samples and 1 open (used) sample to analyze this complaint; the used sample had broken suture. We have tested the knot pull tensile strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep). Final conclusion- although the results of the samples received fulfil the specifications of ep/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. No CAPA required.

Event description:
It was reported that there was an issue with a dafilon suture intraoperatively. During an unspecified surgery, it was noted that the suture broke easily when knotting. The suture had been used for skin closure and the patient was not adversely affected. Additional information is not available.